Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, an occlusion alarm occurred. The customer's blood glucose (bg) was 280 mg/dl. Reportedly, the power source alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer changed supplies to resolve the occlusion alarm. System check could not be performed as the occlusion alarm occurred in the past.